Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic total gastrectomy procedure, the device worked fine while working on gastro-omentalis. However the sealing was incomplete while working on the number 5 vessel. Oozing bleeding occurred even though end tones, indicating a completed seal cycle, were heard. The jaws were cleaned frequently, and tissue was grasped firmly while in use. A new device was used to continue. There was no patient harm and the operating time was not extended. There was no additional tissue resection, tissue damage, and nothing fell into the cavity.

Manufacturer narrative:
(B)(4). Date of follow-up report : 01/31/2017. One lf1737 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found that one of the ceramic dots on the jaw is damaged but there was no missing piece of the ceramic dot. The customer reported there was no seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.